Manufacturer narrative:
During device preparation procedure, after checking for air bubbles in the balloon of a 5f mynx control vascular closure device (vcd), it did not deflate the balloon properly even though the user tried to deflate the balloon many times. So, it could not be used on the patient. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was stored and prepped per the instructions for use. The balloon was prepped with 50/50 contrast. The balloon was not inverted. There was no suspicion of detachment of the balloon .the balloon was able to be deflated partially. The product was returned for analysis. A non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for the investigation. Per visual analysis, button #1 and button # 2 remained in the manufacturing position, and the syringe was attached to the device with stopcock open. The device was visually inspected for any damages that could have affected the reported failure and no anomalies were found. The procedural sheath was not sent for the investigation. Per functional analysis, leak test was performed on the balloon, and no leaks were observed. The balloon was able to inflate and deflate as intended, and the inflation indicator worked as intended. Per microscopic analysis, the balloon and the inflation indicator were visually inspected, and no anomalies were observed. A product history record (phr) review of lot f2023102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was not confirmed during analysis of the returned device as the balloon functioned as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the information for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During device preparation procedure, after checking for air bubbles in the balloon of a 6f-7f mynx control vascular closure device (vcd), it did not deflate the balloon properly even though the user tried to deflate the balloon many times. So, it could not be used on the patient. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device stored and prepped per the instructions for use. The balloon was prepped with 50/50 contrast. The balloon was not inverted. There was no suspicion detachment of the balloon. The balloon was able to be deflated partially. The device will be returned for evaluation.